Manufacturer narrative:
(B)(4). Device not available for return to manufacturer, implanted. There was no malfunction of the device. The atriclip laa exclusion system instructions for use specifically instructs the user to "orient the clip applier with pre-loaded clip at the tip of the laa with the loops at the ends of the clip pointed away from the laa" and includes images for reference. Based on the information provided, the user disregarded the instructions for use by implanting the clip in the wrong orientation. Device not available for return.

Event description:
(B)(4) was notified that during an off pump left mini-thoracotomy procedure, the atriclip was deployed inversely. It was reported that good positioning and laa exclusion were verified through tee imaging in the operating room , but that a post-operative CT showed patency at the laa base. The patient required an extended hospital stay and anticoagulation.